Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after placement of the groshong catheter, the dual lumen junction was ruptured. It was mentioned that the statlock was fixed in the wrong position and that external pressure may have been the cause of the tear. We are pulling up the product to confirm that there was no product-related problem, just to be sure. There was no reported patient injury. Additional information 03/08/2024: it was reported, "the complete break has caused a rupture."

Event description:
It was reported that after placement of the groshong catheter, the dual lumen junction was ruptured. It was mentioned that the statlock was fixed in the wrong position and that external pressure may have been the cause of the tear. We are pulling up the product to confirm that there was no product-related problem, just to be sure. There was no reported patient injury. Additional information 03/08/2024: it was reported, "the complete break has caused a rupture."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed and was determined to be use related. The product returned for evaluation was a 5fr double lumen groshong nxt catheter and a statlock device with the suture wings. The catheter was terminated proximal to the 56cm depth marking. Part of the catheter shaft could be seen within the molded joint of the extension set. Use residue was observed on the statlock. The catheter was lightly stretched which revealed material necking in the vicinity of the break. Microscopic inspection of the break surface on the catheter shaft revealed a granular, uneven surface. The features of the break surface, material necking, and the location of the break suggests the catheter likely broke due to tensile stress. This complaint will be recorded for future trending and monitoring purposes.